Manufacturer narrative:
A service visit was performed but investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. Add'l info has been requested but not received to date. (B)(4).

Event description:
A healthcare professional reported that the system suddenly turned off during surgery after displaying a system message. The incision in pt's eye had already been made. The system was restarted and the surgery was completed. The pt impact is unk. Add'l info has been requested but not received to date.